Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative(rep) via a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the caller(rep) stated patient had a refill 12 days ago ((B)(6) 2026) and started having symptoms either last night ((B)(6) 2026) or today ( (B)(6) 2026) . The caller stated they were in the emergency room (ER) and thought the patient was withdrawing because of a pump malfunction. The caller did not have a catheter access port kit to check the catheter integrity. It was reviewed if they were able to aspirate, they could do a dye study under fluoroscopy to see if there was anything unusual. The issue was not resolved through troubleshooting. The caller was redirected to national answering services (nas) to page a representative.